Event description:
A laparoscopic sleeve gastrectomy procedure was completed without any reported incidents. After an undisclosed amount of time, the patient was brought back to the or for a second surgery due to a suspected bleed due to the stapler. Additional information was not provided.